Manufacturer narrative:
Lancing devices are not serialized or assigned lot numbers, so it is not possible to determine a manufacture date. Lancing devices are also not 510k cleared.

Event description:
A healthcare professional in charge of infection control called on behalf of a nurse at the hospital. She stated that two nurses were learning how to use the microlet2 lancing device. One of the nurses stuck herself with the lancing device, but did not remove the used lancet. The other nurse, not realizing a used lancet was inside the device, cocked it and received an accidental needlestick. No other information was provided about the event. No product will be returned.